Manufacturer narrative:
Patient age and date of birth, a-4 patient weight, and a-5 ethnicity and race: unknown/asked information unavailable. Date of event: unknown/asked information unavailable. Catalog number: a complete catalog number is unknown, as device serial number was not provided. Device serial number: unknown/asked information unavailable. Device expiration date: unknown as device serial number was not provided. UDI number: a complete UDI number is unknown as device serial number was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon insertion into the patient's eye the trailing haptic of the dfr intraocular lens (iol) was stuck in the cartilage. The doctor did a manual lens removal of the iol. No further information is available.